Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 79," "pacer fault 122," and "defib disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was duplicated and attributed to the pace/defib (pd) engine board. The pd engine board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.